Event description:
It was reported that, during set up for a cori assisted tka surgery, they tried to assemble the real intelligence robotic drill and calibrate. They hit unlock and received a communication error, then they hit quit and received an internal error. They unplugged the drill, rebooted the real intelligence cori, and then received the same errors again. They tried a drill diagnostics test as well and the drill would not unlock to allow insertion of the burr. They rebooted again and completed the procedure with a smith and nephew back up device without delay. The patient was not harmed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The real intelligence cori, part # rob10024, serial # (B)(6). Was not returned for evaluation, therefore a visual inspection could not be performed. A relationship between the reported event and the device could not be established. Visual inspection could not be performed, device not returned. Functional evaluation could not be performed, device not returned. The reported problem was not confirmed. An additional investigation was performed. (B)(4). Reported the drill was functioning normally when tested. This case seems similar to (B)(4). , bur would not unlock and displayed communication error. Testing of device for (B)(4). Determined most likely cause was related to the drill connector receptacle. Although the reported problem could not be confirmed, potential contributing factors may be related to the drill connector receptacle of the front panel assembly. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. H6: health effect - impact code.